Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this ra lead had noise. It was noted that the patient was having some sort of problem and that it may have been caused by noise and irregular beats. There was no indication of intervention.